Event description:
It was reported that the customer was in the hospital and they requested assistance with setting the reservoir up. The caller mentioned that the customer has discontinued the use of device since the admission. The caller wanted to check the basal because the customer's glucose level was steadily rising. Troubleshooting was performed and the insulin did exit during the fixed prime test. The caller stated that the customer's last blood glucose reading was 23mmol/l, and they would treat with the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.